Event description:
It was reported that an external fluid leak was observed from the filter of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed on the set at 2 bar pressure, and no leaks were observed. The set was loaded and primed on a prismax control unit, and all testing was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.